Event description:
It was reported that cgm graph on pump did not appear to match historical cgm data points. There was no reported adverse impact to the customer. A pump reset was performed to address the issue.